Event description:
The hospital emergency room staff attempted to administer external pacing to a pt diagnosed as asystolic. Initially the operator attempted to attach the pacing cable to disposable defibrillation electrodes which would not fit the connectors. After connecting the correct pacing electrodes, the operator could not start the pacemaker. After switching the attached monitor from the paddles monitoring mode to ECG leads, pacing was started successfully. After approximately 1 hour, the pacemaker allegedly stopped for no apparent reason. The pt was not resuscitated. The rptr indicated the alleged malfunction did not cause or contribute to the pt's outcome. This opinion was based on an assessment of the pt's condition.